Event description:
It was reported that review of a stored ventricular episode showed that this 15 year old right ventricular (rv) lead had observations of fine noise that was oversensed causing pacing inhibition greater than two seconds. The fine noise appeared to be myopotential oversensing on the rv with noise consistent with muscle movement on shock channel. There were two similar episodes that were recorded a few days apart, however were at the same time of day. Technical services recommended having patient do deep breathing/valsalva, as well as coughing along with arm movements and isometrics. The patient was dependent, and pace impedance and shock impedance remained stable. The lead remains in-service. No adverse patient effects were reported.